Event description:
The customer reported that while they were performing preventive maintenance the display went blank. A static/crackling speaker noise was also noted. This happened with battery and ac power.

Manufacturer narrative:
(B)(4).